Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-12. H.6. Investigation summary: bd received 6 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, the customer samples along with 8 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage from photos provided. It is possible that the event may have happened because the holder was not connected for blood draw. As seen in the reproduction test, the blood collection tube can be pushed further without the holder resulting in the overlapping of the rubber sleeve to the hub and the needle puncturing the rubber sleeve and peeking through. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood leakage or other sample leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: updated: thu oct 06, 2022: hazard, injury or erroneous results details the blood is leaking at the juncture between the holder and the needle. The blood has spilled on the patient, bedding and floor but the phlebotomists are wearing ppe so there was no exposure to the techs drawing the blood and no medical intervention required. It was reported by the customer that wingset is leaking where the needle and holder connect. Blood splatter occurred on the phlebotomist and patient but phlebotomist were wearing personal protective equipment so there was no exposure to the techs drawing the blood.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as nipro is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood leakage or other sample leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: updated: thu oct 06, 2022. Hazard, injury or erroneous results details the blood is leaking at the juncture between the holder and the needle. The blood has spilled on the patient, bedding and floor but the phlebotomists are wearing ppe so there was no exposure to the techs drawing the blood and no medical intervention required. It was reported by the customer that wingset is leaking where the needle and holder connect. Blood splatter occurred on the phlebotomist and patient but phlebotomist were wearing personal protective equipment so there was no exposure to the techs drawing the blood.